Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged medical device report (MDR) retraction: the initial MDR with manufacturing report number (8021545-2025-00536), was submitted on 27 mar 2025. However, based on the reassessment and investigation done on 06 feb 2026, it was determined that the serious injury was not related to the infusion set, and there is no allegation against unomedical products (infusion set). The event was due to infection and sensor issue. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the initial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occured in the united states. The patient was reportedly hospitalized on (B)(6) 2025, at 9 pm due to a combination of high blood glucose and an infection in her right leg. The hospital stay lasted more than 24 hours. Upon admission, the patient's blood glucose level was 250 mg/dl. The primary events leading to hospitalization were the leg infection and elevated blood glucose. The patient reported experiencing extremity pain or cramps as symptoms at the time of admission. While the blood glucose level of 250 mg/dl was considered high, the main reason for hospitalization was cited as the infection, with the elevated blood glucose as a contributing factor. During the hospital stay, insulin was administered intravenously. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.